Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿I was informed one of the PICC lines on the ward required a kvo infusion to ensure they could administer the medications and to my understanding this PICC was not replaced as the kvo assisted although did delay mobility for the patient's independence¿.